Event description:
The patient reported that in july of this year, the pharmacy "mixture was way off" on the drug they put in his pump. Per the patient, they were told the old drug would run through and the patient would feel a change after 72 hours and at 73 hours the patient felt like something was ¿wrong¿ and the patient ¿was out like a light¿. An ambulance was called and a physician had to come and shut off the patient¿s pump. Further information received from the hcp reported the cause of the symptoms were drug side effects, clonidine, lightheaded, decreased b/p and pulse. The daily dose was decreased on the pump until a new syringe with a deceased concentration of clonidine could be obtained. The issue had been resolved by decreasing the clonidine concentration. The patent recovered without permanent impairment. The pump was used to deliver clonidine and dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient was trying to figure out if the pump has issue. It was noted that clonidine was the drug that gave the patient leg relief, but caused low blood pressure problems. When first mixed the two drugs back in september instead of putting ¿.500 put 500¿ and when it went through the catheter and the patient was flat on face because blood pressure affect. The patient¿s spouse contacted the health care provider (hcp) and the hcp came to house to stop the pump. The clonidine mixture was too high. They drained the pump and over 4-5 months lowered the amount of clonidine so could get more dilaudid.